Manufacturer narrative:
Even though there is insufficient information the severity of the burn, a medical investigation report will be submitted to the us FDA. The consumer has been contacted to obtain additional information and retrieve the product for an investigation. A supplemental report will be provided once the additional information from the investigation is obtained.

Event description:
The consumer claims to have received a burn while in use of the device. The consumer claims to have follow-up necessary steps prior to using the device. The severity of the adverse event will need to be investigation further to determine as there could be many reasons why the adverse event could have occurred. No medical attention was received at this point in time. The consumer claims to have received a burn while in use of the device. The consumer claims to have follow-up necessary steps prior to using the device. The severity of the adverse event will need to be investigation further to determine as there could be many reasons why the adverse event could have occurred. No medical attention was received at this point in time.